Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in use on a patient, sometime after intubation, air was supplied to the cuff but the device¿s cuff was not inflated. Recannulation of a replacement tube was required. Customer indicated that there was no patient harm.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation, an inflation/deflation test was performed and it was observed the cuff deflated after few seconds, a visual inspection was performed, and it was observed the inflation line presents damage, the failure mode leak at inflation line is confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.